Event description:
The customer reported being admitted in the intensive care unit due to flu virus, ketoacidosis, and high blood glucose of 500mg/dl. The customer was vomiting and dehydrated before his admission. Troubleshooting was performed. No further info was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.